Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was selected for use. During preparation, the flush port was found to be leaking so the device was replaced. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.